Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers suspected to be involved. The information for each lot number is as follows: medical device lot #: 1907102. Medical device expiration date: 2/29/2020. Device manufacture date: 7/10/2019. Medical device lot #: 1907108. Medical device expiration date: 2/29/2020. Device manufacture date: 7/31/2019. Investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for suspected lots 1907102 and 1907108, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Three retained samples of lot 1907102 as well as three samples from lot 1907108 were used for additional evaluation. The product was visually inspected, no defects or damage was observed on the luer thread. Each sample was connected to a syringe and functionally tested, using a protector and vial, securely connecting all components according to the instructions for use. Each sample was tested three times, in all cases the product functioned as intended and no leakages were observed. The injector threading is tested during the manufacturing process, inspecting for any damage and verifying all dimensions are within the required limits. Based upon the quality teams investigation and since no incident has been found during the manufacturing process related to this defect, a root cause related to our manufacturing process cannot be determined. It is important to ensure all luer fittings and connections are securely tightened when using phaseal devices. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that injector n35-o leaked. This was discovered during use. The following information was provided by the initial reporter: material no. 515052 batch no. Unknown it was reported that a leak between injector and tubing luer lock. Leakage between injector and tubing luer lock injector was not tight enough.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that injector n35-o leaked. This was discovered during use. The following information was provided by the initial reporter: material no. 515052 batch no. Unknown it was reported that a leak between injector and tubing luer lock. Leakage between injector and tubing luer lock injector was not tight enough.